Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for a stone extraction. A few minutes into the procedure, honeycombing on the screen causing poor quality image was observed . The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for a stone extraction. A few minutes into the procedure, honeycombing on the screen causing poor quality image was observed. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor-quality image inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: the returned exalt model d scope was analyzed. During the functional test, the scope was connected to the controller and it displayed an image issue (honeycombing effect). The camera lens was cleaned from the outside and the image issue persisted. The camera lens was inspected under a microscope and water drops were observed inside the camera lens. The lens integrity could have been compromised when the physician flushed some water to get a clear image, due to temperature or pressure gradients between the air inside the camera lens and the external conditions outside the camera lens. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. With all the available information, boston scientific concludes the reported event was confirmed. Since the image issue cannot be traced to a manufacturing deficiency or a design issue, the probable cause selected is traced to component failure, indicating a random specific component failure.